Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005, 694958 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced intermittent atrial undersensing. The left ventricular (lv) lead experienced an increase in thresholds. Both leads remain use. No patient complications have been reported as a result of this event.